Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient had a stroke with left sided weakness. Neuro suspects cardioembolic origin. The patient was treated with vasopressors to increase cerebral profusion. It was further reported hematoma on the impella insertion site with blood products administered.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva and the access site bleeding ¿ major issues has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was provided, the root cause of the stroke/cva could not be determined. The root cause of the access site issue was not determined since product was not returned and not much information is provided in the clinical description.